Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was a draw volume issue; overfill or underfill. The following information was provided by the initial reporter. The customer stated: "there are draw volume issues with the tube. There is either under or over fill."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 12-may-2022. H6: investigation summary/ bd received 156 samples for investigation. 10 customer samples were evaluated by functional testing and the indicated failure mode for draw volume with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to draw volume as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode draw volume. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was a draw volume issue; overfill or underfill. The following information was provided by the initial reporter. The customer stated: "there are draw volume issues with the tube. There is either under or over fill."